Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 corrected: e1 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: updated event description: unsealed packing. It was reported that during the surgery, opened the out box(out box is good), found the sterile packing was unsealed and some powder leaking out as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - 13704. Trade name ¿ gentamicin sulphate. Active ingredient(s) ¿ gentamicin sulphate. Dosage form ¿ powder. Strength ¿ 1.0g active in our cements. G4: no 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the sterile packing was unsealed and had some powder leaking out. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: unsealed packing. It was reported that our distributor did incoming goods checking, opened the out box (out box is good), found the sterile packing was unsealed and some powder leaking out as the photo shows. There were no adverse consequences to the patient. No additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for review. The photo investigation was able to confirm the complaint of smartset ghv gentamicin 40g. A manufacturing investigation was performed and it was confirmed due to unsealed sterile packing and leaked powder shown in photo evidence. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the smartset ghv gentamicin 40g would contribute to the complained device issue. Based on the investigation findings, this issue is being addressed by depuy synthes quality system. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination issue.